Event description:
Customer called to see how she should treat a couple of blisters she got from using her thermotex tts platinum pad. She said she had a hot bath, and went to bed laying on her tts platinum pad. She had the switch set to the high setting and fell asleep on it for 8 hours. Rep advised her to see her doctor for treatment. Customer said she knew that she was only supposed to have it on the high setting for about 10 minutes and that the instructions said not to sleep on it. In 2007, rep called the customer to follow up on how she was feeling. She had been to a clinic to see a doctor and received treatment for her blisters. I asked her to send us a note in her words, detailing the event. (She did not send us anything). She did ask me when I felt she could start using her thermotex pad again because it really helps her back (she has curvature of the spine). I advised her not to use it again until she has healed and is no longer using salves on her blisters. I also reminded her not to use the high setting for more than 10-15 minutes (to bring the tts platinum up to temperature quickly) and then to use it on the low setting and to not sleep with it.

Manufacturer narrative:
Customer explained how she was using the device when the event occurred. She was aware she was using it incorrectly. She stated she knew she was not to use the high setting for more than 10-15 minutes, and she knew she was not supposed to sleep with it on.